Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue with the power module was confirmed. The power module (serial number: (B)(6) was returned and found to have issues communicating with the system controller and system monitor. The main printed circuit board assembly (pcba) and cable was replaced, which resolved the issue. The reported communication issue was confirmed. It was stated the power supply pcba and cable would be sent to product performance engineering (ppe) for further investigation. Ppe received the main power supply pcba and cable. It was found that there was a severed wire on the cable. This cable was replaced with a test cable and communication to the system monitor was restored. No further troubleshooting was performed. Additional provided information stated that log files were not available, and that there were no patient consequences associated with this event. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the power module (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A2 - patient age not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was connected to the power module and system monitor to check pump parameters on the screen. The screen did not display data. The ventricular assist device (vad) coordinator connected the backup system controller and the same thing occurred with no data on the screen. The screen was exchanged, and no data was on the screen. They connected to a heartmate touch and there was no display on the heartmate touch. The patient cable was exchanged and there was no display. The power module was exchanged, and the problem resolved. There were no patient consequences.